Event description:
The customer called to report an error alarm. It was stated that after the batteries were changed the customer had to reprogram the pump. During the call the customer informed that they had been admitted into the hospital for dka. The customer indicated that they were in the hospital for few days and released. The customer indicated that doctor believed that patient had kidney infection. It was mentioned that after the diagnosis, the kidneys were fine and the doctor wants to look the pump. The customer has been using the pump for over a month. Troubleshooting was performed. The pump passed all the functional testing. The alarm history was reviewed found an alarm. The customer stated that they do not remember receiving any alarms. A replacement pump was requested.